Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a lost sensor alarm with the sensor. The customer's blood glucose was unknown. Troubleshooting for the alarm found the sensor cannula was missing from the sensor. The customer did not know where the sensor cannula was. The customer was advised to return the sensor for analysis. Customer agreed to return the sensor for failure analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor failed the test. Found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.